Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. See updated sections b5.

Event description:
Additional information was received from the customer. A therapeutic procedure was performed. The procedure was completed successfully, and the patient was sedation, but it was unknown how much additional time was added.

Manufacturer narrative:
Updated: g2, h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the reported ¿image is cut off / the image is blacked out¿ issue was confirmed and determined to be the result of a faulty video scope (ltf-s190-10). The root-cause of the faulty video scope could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: the battery was depleted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported during a procedure, after connecting the scope to the visera elite video system center, the image became interrupted and the screen blacked out. No patient injury or procedure impact was reported.

Manufacturer narrative:
Additional information regarding the event has been requested. The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.